Event description:
It was reported that the customer had an auto accident that occurred as a result of low blood glucose (bg) level of 54 mg/dl. Reportedly, the customer suffered a broken clavicle and broken pelvis. The customer was taken to the emergency room and was subsequently hospitalized and treated with glucose drop and morphine. The customer was discharged on (B)(6) 2024 . Tandem technical support performed a pump system check and did not identify any issues that could have caused the event. Reportedly, the customer contacted healthcare provider regarding diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.